Event description:
A complaint was received from a customer that reported that their display in the dex system "was going crazy". They stated that when they activate the meter, the display is not being consistently activated. They stated that they never dropped the meter but the area has had very high humidity and they noticed moisture in their purse. The meter was typically stored there. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.